Event description:
Additional information was received from the healthcare provider via a device manufacturer indicated that the cause of the inability to aspirate was unknown. It was reported that the issue was resolved by the placement of the new catheter and that the old catheter was discarded of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial#(B)(6), implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown baclofen 2000 mcg/ml at 356 mcg/day and the patient¿s new dose was 171 mcg/day via an implanted pump. It was reported the rep was at an intrathecal baclofen (itb) catheter revision on the date of this report and was calling for assistance in programming the prime bolus. It was noted the catheter had been completely replaced because they were unable to aspirate today and discovered that "near the anchor site the catheter was damaged." It was confirmed they did not do a catheter access port (cap) aspiration once they catheter was completely replaced. The rep was assisted in doing the catheter prime only under the bolus option. The rep had no further questions, but reported they dropped the dose per day from 356 mcg/day to 171 mcg/day. Patient symptoms were not reported. No further complications reported/anticipated.